Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that the infusion cannula leaked during the surgery. A system message was displayed. A new pak was opened and the surgery was delayed five minutes in surgeon's opinion, this delay was not considered as clinically significant. The patient did not experience any harm. Additional information has been requested but not received to date.